Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt's mother reported that over the past 1.5 years, approx 4 infusion set tubings have become broken near the luer lock. The most recent incident occurred in late 2008 and early 2009. The pt smelled insulin and noticed leaking during basal delivery and found that the outer infusion tubing was broken but the inner tubing "for the most part" was intact. The pt's blood glucose measured "hi" on her blood glucose monitor as a result of the broken tubing and she was nauseous with a headache and increased thirst and urination. She changed the infusion tubing and bolused to lower her blood glucose. The pt's target blood glucose level is 120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.